Event description:
It was reported that the patient received inappropriate atp therapy for supraventricular tachycardia due to programming. Programming changes were made, and there were no consequences to the patient.